Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported sheath split issue was confirmed as the clip was found to have interacted with the sheath upon deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified other similar incidents from this lot. Additionally, the investigation noted this type of issue involving the exchange sheath has been associated with a complaint trend exception for the reported device lot. The complaint investigation determined the reported difficulties were confirmed and the issue was determined to be related to an exchange sheath manufacturing issue documented in trend exception issue (B)(4). The treatment appears to be related to circumstances of the procedure resulting from the reported sheath split issue.

Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after coronary interventional procedure. Reportedly, the starclose se clip failed to deploy and was found outside of the patient anatomy. Resistance was met upon removal of the device. The starclose se access ports were used to retract the starclose se locator wings, prior to device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.